Manufacturer narrative:
The original hemi-arthroplasty was performed due to femoral neck fracture that led to avascular necrosis of the femoral head. No pt demographics were provided. Three post-operative x-rays with radiological reports and surgical notes from the hemi-arthroplasty were provided. The surgical notes report that there was no complications. One radiological report noted that a single screw remained in the femoral neck. All x-rays appear normal. The condition of the devices is unk. It is also unk if the pt followed the proper rehabilitation protocols. Based on the information available, a definitive cause for this issue cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the pt is experiencing right hip pain.